Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 6f amplatzer torqvue delivery system. The procedure was for a 2-year-old child, who underwent endovascular occlusion of an atrial septal defect (asd). Pre-procedural echocardiography demonstrated a defect measuring up to 10.0 mm with a septal length of up to 24 mm. During the procedure, the delivery system was advanced across the asd from the right atrium into the left atrium, and a 10 mm asd/abbott occluder was selected, mounted on the delivery system, and introduced through a 6f delivery catheter. Upon deployment and attempted withdrawal of the left atrial (distal) disc, non-dehiscence was observed in the left atrium, and the disc failed too fully open. The occluder was removed and was noted to be deformed, failing to assume the intended umbrella configuration, described as a ¿cobra effect.¿ a second 10 mm amplatzer septal occluder was subsequently selected and deployed; however, the same deformation occurred, and the device was again removed in a cobra-hood configuration without achieving the desired shape despite repeated attempts. There was no angulation/kink were noticed in the delivery system. A third 10 mm occluder was then opened and deployed successfully. The third occluder was implanted at the target site, resulting in successful closure of the atrial septal defect. In total, three occluders were used during the procedure, which resulted in a prolonged procedure time and an increased exposure of the patient to ionizing radiation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.